Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Caller was unsure which aviva nano produced the discrepant results. (B)(4).

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Caller was unsure which aviva nano produced the discrepant results. Reference (B)(4) for the additional suspect device.

Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 3.9 mmol/l, 1.0 mmol/l, and 9.0 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.